Event description:
It was reported the patient is not receiving effective stimulation across his back. An sjm representative has met with the patient for reprogramming multiple times without success.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.